Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine office visit that this pacemaker device was found to be in safety mode. The patient was admitted to the hospital, and additional testing revealed episodes of pacing inhibition secondary due to unipolar configuration. A device revision procedure was completed, and a new device implanted. The device is expected to be returned for analysis. Despite surgical intervention, no adverse patient effects were reported.